Event description:
It was reported that during procedure, when the surgeon pressed the device, it's activating, but when the surgeon removed it, it's not stopping, it's continuously to be there in activation mode. The surgeon, again, needed to press 3 or 4 times for the device to stop. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The procedure was aborted, the surgeon used a different device setup for the procedure. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.